Event description:
The patient reportedly experienced pain while using her device. Programming changes reduced the pain; however, patient showed a decrease in performance. Testing showed that the device was not functioning normally. The surgeon plans to conduct further evaluation for the patient.